Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: " deterioration of the left breast implant", "destruction" of left side device.

Event description:
Healthcare professional reports deterioration of the left breast implant diagnosed by MRI and later reported "destruction" of the left side device. The device has been explanted